Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause of the issue without further information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system had difficulty booting. When the clinical specialist (cs) walked into the room the system was stuck on the first loading bar. The cs rebooted the system and then it was stuck on the second loading bar. After a second reboot, the system was able to boot normally and the site proceeded with the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.